Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on november 24, 2023.

Manufacturer narrative:
This report is submitted on june 27, 2023.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report, (B)(6) 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023 and the patient was reimplanted with a new device during the same surgery. This report is submitted on august 17, 2023.